Event description:
Knee revision with enduro hinge prosthesis (patient had instability unrelated to implant; vega knee). Surgery was progressing normally when both (2) np454r were found to have bent or missing tabs. Surgeon was attempting to lock / tighten screw on tibia plateau. Hard to fit and apply ideal pressure to secure poly insert and piston with hinge mechanism. Devices were not usable in the condition presented. Surgeon attempted to adjust the instrument to be able to complete the case. Surgery was delayed five to seven minutes. The patient was not injured. Surgeon tested the implant and it was secure. Surgical techniques recommends 20 nm of force and we were able to get to 10 or 15 nm of force.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.